Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated the buttons were sticky and received error code alarm. Customer was experienced mechanical performance issues. Insulin pump rejected the new batteries. Insulin pump had cracks or hairline fractures to the casing. There was scratches or damage on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.